Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device 31749980l number, and no internal action related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax with internal components exposed. During the procedure, there was a problem with the force of the catheter (there was an error code for high force). A second device was used to complete the operation. There was no adverse event reported on patient.